Event description:
The pump was reported to overinfuse a secondary bag of kcl on channel a. The pump was infusing a primary bag of unknown fluid on channel a with no complications when the clinican stopped the pump to do a morphine push. This was done by the clinican programming in a secondary infusion into the pump but keeping the secondary line clamped so the pump pulled fluid from the primary bag to push the morphine through the line that was injected into a port below the pump. The clinican then programmed a true secondary infusion at 50ml/hr on channel a and opened the roller clamp on the secondary line which was connected to a 100ml bag of kcl. The entire bag infused in 1 hour. No patient injury and no medical intervention was required.